Manufacturer narrative:
(B)(4). The smartmonitor 2 device is designed to monitor respiration and heart rate. Upon detection of abnormal events, smartmonitor 2 alerts the caregiver via both visual and audible alarms and records the info for subsequent clinical review. Based on a complete review of the available info it is concluded that the complaint allegation could not be substantiated. If the unit is returned for investigation or if further info is received, an additional info, followup report will be filed.

Event description:
Children's medical ventures (chmv) received a report from (B)(6) stating that a smart monitor 2 infant apnea monitor failing simulation test. The device was not in pt use, the alleged failure was recorded during testing. The dme stated that the device has not yet been sent in for evaluation and it is unk if the device will be returned. No additional info is available at this time.